Manufacturer narrative:
Concomitant medical product: 5071-35 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and variability in bipolar impedances as well as oversensing. It was determined the lead pin did not appear to be fully inserted in the implantable cardioverter defibrillator (ICD) device due to a grommet/setscrew problem. The lead pin was reset into the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.